Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels over 600 mg/dl, which had been treated with manual injections. The customer reported that after bolusing, her blood glucose levels were not coming down. Blood glucose level at the time of the call was 324 mg/dl. Customer reported that she was fatigued, sluggish, and her feet hurt. The customer's husband reported that the customer woke up with a blood glucose level over 600 mg/dl, but was able to bring it down to 450 mg/dl through manual injection. During a follow up call to complete troubleshooting, the insulin pump did not show any signs of malfunction. Blood glucose level at the time of this call was 210 mg/dl. The insulin pump was not replaced or returned for analysis.